Event description:
Report stated, that implant failed due to the fixture's instability. On investigation, dentist was unable to recall specific patient and could not provide any additional information.

Manufacturer narrative:
Complaint was not initially investigated. Complaint procedure recently revised to require appropriate investigation & reporting of events. Report being submitted subsequent to completion of investigation.